Event description:
It was reported that a malfunction on the pump occurred due to a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Tandem technical support arranged for the replacement of damaged charging supplies and decided to replace the pump with one that has updated software. Customer will continue to use current pump.